Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels range (49-57 mg/dl.) The customer would consume carbohydrates and glucose tablets to stabilize bg levels. The customer stated that pump settings were changed on (B)(6) 2016. During the call with tandem technical support. Pump settings were reviewed and appeared to be what the doctor had suggested the day before. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.